Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported the patient had pins and needles sensation under their right arm and around the ins site in their right chest. The patient also has been more bed-bound in the past couple of weeks. It's unclear if the symptoms were related to their parkinson's disease symptoms. The caller stated that the unit manager checked the patient's dbs system last week and it was on and appeared to be functioning ok. No further complications were reported as a result of this event.